Event description:
Noise seen on lv channel in multiple sensing vectors with impedance greater than 3000 ohms. The lead remains implanted.

Manufacturer narrative:
Lead explanted on (B)(6) 2019. Additional information-lead fractured. The correct analysis results are now attached. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection of the lead demonstrated a damaged insulation between approximately 47.5 and 49.5cm distal to the is4 connector pin. In that section, the lead body was found squeezed and deformed. The conductor coils were found fractured. These findings can be considered as the root cause for the observed high impedance mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, cuts in the insulation were found which occurred most likely during the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Lead explanted (B)(6) 2019. Additional information-lead fractured.